Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a broken shell, around 0-25% of the shell is missing, and a weight test of the explanted material was performed which verified the device was underweight. A microscopic analysis of the returned device identified a broken shell with a sharp edge with localized stresses induced in the posterior side assessed as a surgical impact. A dimension measurement in the shell was performed which identified the shell thickness within the specification, and non penetrating nicks based on the device analysis, the final assessment is a broken shell with a sharp edge with localized stresses induced assessed as a surgical impact, and a missing shell that is assessed as inconclusive.

Event description:
Health professional reported right side " rupture and a capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side " rupture and a capsular contracture baker grade iii''. Device has been explanted.